Event description:
It was reported that the rv (right ventricular) lead had a sudden change in impedance to greater than 2500 ohms. Additional information was later received reporting infection. The lead was removed and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.